Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 24-jan-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Customer states the meter is working well.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 168, 158, 169, 180 and 184mg/dl and from reported result obtained of 280mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 140-150mg/dl and expected pm fasting blood glucose test result is 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. The product is stored according to specification in the dining room. The customer's test strips are expired: manufacturer¿s expiration date is 04/22/2021. The customer did have another vial of test strips that had been stored and handled correctly, lot zx4193s, manufacturer's expiration date of 06/21/2022, during the call, a back to back blood test was performed by the customer non-fasting and produced test results of 216mg/dl and 208mg/dl using true metrix air meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: result 1: 168 mg/dl date: (B)(6) 2022 time:607am fasting , result 2: 158 mg/dl date:(B)(6) 2022 time: 606 am fasting , result 3: 169 mg/dl date: (B)(6) 2022 time:622am fasting, result 4: 180 mg/dl date: (B)(6) 2022 time:707am fasting, and result 5: 184 mg/dl date: (B)(6) 2022 time:706am fasting.